Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that during impaction the dome centric ring popped off the ball taper. However, since the pin was completely impacted into the ball taper there was no way to get it out to reuse. The surgeon was able to finish the surgery with an other device, a surgery delay of a few minutes was reported.

Manufacturer narrative:
Event summary: it was reported that during assembly of the domelock dome and expansion ball, the domelock dome popped off the expansion ball. It was reported that the "theory is that the scrub tech did not fully engage the split ball taper fully into the dome lock before final impaction." Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Devices analysis: the domelock ball taper was returned assembled with one expansion pin. Additionally, the domelock dome and a second expansion pine were returned for evaluation. All returned components did not show any conspicuous damage. The expansion pin was fully engaged in the ball taper and the ball was expanded; the returned dome was assembled with a test ball taper (lot 2794583) in order to test the functionality of the dome. The dome could be assembled correctly without any difficulty. Therefore the mating of the dome with a ball taper was functional. The ball taper could not be tested, as the ball was expanded (expansion pin fully engaged). Review of product documentation: the anatomical shoulder¿ domelock® system surgical explains in detail how to assmbly the domelock dome and ball-taper with the expansion pin: "assemble the dome onto the ball-taper over the ring machined around the ball of the ball-taper, so that it is loosely assembled." The surgical technique states that after the correct size and position of the trial head is determined: "firmly tap the expansion pin into the assembled trial head construct, using the pin impactor to establish a firm connection between the dome ball- taper. The patient specific orientation of the dome is now pre-locked.". Afterwards, "remove the pre-locked dome and place it into the assembly block. Using the assembly block firmly impact the expansion pin into the pre-locked dome using the pin impactor. Continue to impact the expansion pin until the laser mark on the pin impactor is no longer visible above the assembly block.¿ root cause determination using dfmea: expansion ball could not be removed. Dome changes the position during removal process due to domelock expansion ball sticks in the humeral rasp after pre-impaction of the domelock expansion pin: possible: it was possible that the domelock dome changed position during removal from the rasp; components which not mate properly due to interaction of parts outside of design requirements and intent (i.e. Instruments and implants form connections which are not desired): not possible: the connection between ball taper and dome was desired. According to the reported event, the domelock dome popped off the expansion ball during final impaction. This event could result if the dome and the ball taper were not completely engaged. According to surgical technique the dome and the ball taper need to be loosely assembled and the expansion pin needs to be gently pressed into the ball taper before trialing with the trial head. Once the correct size and position of the trial head is achieved, the pin has to be firmly tapped into the assembled trial head construct using the pin impactor in order to pre-lock the dome. Once pre-locked, the construct can be placed into the assembly block for the final impaction. Several possible scenarios could lead to an incorrect dome-ball taper assembly: it is possible that the dome and ball taper were not correctly assembled at the beginning, or that during in situ trialing/assembly the two components moved, or that the expansion pin was not sufficiently tapped into the ball taper resulting in a loosen pre-lock. Conclusion summary: several possible scenarios could lead to an incorrect dome-ball taper assembly: it is possible that the dome and ball taper were not correctly assembled at the beginning, or that during in situ trialing/assembly the two components moved, or that the expansion pin was not sufficiently tapped into the ball taper resulting in a loosen pre-lock. However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).